Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up. The right atrial lead exhibited noise and was reproducible with isometrics. The device was reprogrammed and remained implanted.